Manufacturer narrative:
Concomitant medical products: gamma-glutamyl transferase, list 07p73. Investigation into the issue found that degradation diffraction grating of the alinity c optics assembly can occur, which is causing a non-linear response. The alinity c alkaline phosphatase, amylase, creatinine kinase, and gamma-glutamyl transferase assays were found to be impacted at higher analyte concentrations with higher absorbances. A product correction letter was distributed to all worldwide customers with installed alinity c processing modules that exhibited impacted optics data ((B)(4)) on abbottlink or have limited to no optics data on abbottlink. The product correction letter informs the customer to discontinue testing of the impacted assays (alkaline phosphatase, amylase, creatine kinase, and gamma-glutamyl transferase) until an assessment of the optics can be completed with the assistance of an abbott representative.

Event description:
Abbott has identified an issue with the alinity c system optics assembly (part number c-35016278-01) on the alinity c processing modules (ln 03r67-01) where there is the potential for a nonlinear optics response to occur due to diffraction grating within the optics assembly. This can result in lower than expected absorbance values. Abbott has tested multiple representative assays with different calibration types and wavelengths to understand the impact of the nonlinear optics response on abbott's clinical chemistry menu. This study showed the four assays that are impacted by the nonlinear optics are alkaline phosphatase (ln 08p20), amylase (ln 07p58), creatine kinase (ln 08p42), and gamma-glutamyl transferase (ln 07p73), causing falsely decreased results. There has been no impact to patient management or patient harm reported as a result of the issue to date.